Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 64-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. Upon insertion and after pump turned on there was alarms of purge issues. High pressure ultimately escalated to purge block with less then 1 ml an hour of flow through the purge tubing troubleshooting did not help resolve the issue so that physician decided to proceed with tissue plasminogen activator (tpa). A couple of hours after there was impella stop alarm. All steps were taken at that point to try and restart but ultimately rp was explanted. Patient was stable.

Manufacturer narrative:
The investigation for the reported high purge pressures and a pump stop has been completed. The device was not returned for evaluation, however, the data logs were reviewed. Review of the data logs revealed there were no indicative motor current spikes, as it was flowing normally for 3 minutes before the pump stopped. Before the high motor current pump stop, the purge pressure was dropping. After the high motor current pump stop, it was able to restart. Purge pressure began to rise and 9 minutes later and the high purge pressure alarm was triggered and purge system blocked. There are no indicative signs of ingestion or evidence of a long bag change. While the high purge pressure and pump stops were confirmed via the data logs, without the device or sufficient clinical details, the root cause of the high purge pressure and pump stop cannot be determined.